Manufacturer narrative:
(B)(6). 510k: this report is for three (3) unknown 5.0mm locking screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 4.5mm lcp proximal tibia plate, 4.5mm cortex screws (quantity of 7), 5.0mm cannulated locking screws (quantity of 3), 3.5mm cortex screws (quantity of 2) and norian on (B)(6) 2014 to treat a tibia plateau fracture. Patient complained of pain while running and underwent hardware removal on (B)(6) 2018. The surgeon stated that the plate was implanted slightly anterior distally on the shaft of the tibia during the original surgery and may be contributing to patient¿s pain. Surgeon also stated that there could be a stress riser at the distal end of the plate. Reportedly, the patient only experiences pain while running. Patient healed. The plate was removed. The surgeon experienced difficulty with screw removal. Two of the proximal 5.0 mm cannulated locking screws and two 3.5mm cortex screws were extremely difficult to remove. The heads of the two 5.0 mm cannulated locking screws were cut away with a metal cutting burr. Both shafts remained in the patient. The third 5.0mm cannulated locking screw was easily removed. The head of one of the 3.5mm cortex screw broke off. The head was removed and the shaft remained in the patient. The second 3.5mm cortex screw could not be removed. After the plate was removed surgeon was still unable to back out the remaining portion of the screw shafts. Surgeon believes it was due to ingrowth of the norian which was also retained. Norian likely changed into bone causing the screws to become cemented to the plate. All of the 4.5mm cortex screws were easily removed. There was an approximate one hour delay. The surgery was not completed successfully. Routine intraoperative x-rays were taken. The patient outcome was reported as ok. The patient will retain the hardware. Complaint event is associated with two (2) complaint files: (B)(4) documents the postoperative event. Patient complained of pain while running. The surgeon stated that the plate was implanted slightly anterior distally on the shaft of the tibia during the original surgery and may be contributing to patient¿s pain. Entire construct (plate and screws) including norian captured as impacted products due to patient pain and subsequent hardware removal. This complaint involves 14 devices: proximal tibia plate x 1; unknown 4.5mm cortex screws x 7; unknown 5.0mm cannulated locking screws x 3; unknown 3.5mm cortex screws x 2 and unknown norian x 1. (B)(4). Documents the intraoperative event. The surgeon experienced difficulty with screw removal. Two of the proximal 5.0 mm cannulated locking screws and two 3.5mm cortex screws were extremely difficult to remove. The presence of norian at the screw plate interface represents leakage of the cement that subsequently formed new bone which impaired screw removal. This complaint involves five (5) devices: unknown 5.0mm cannulated locking screws x 2; unknown 3.5mm cortex screws x 2 and unknown norian x 1 . This report is for three (3) unknown 5.0mm locking screws. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.